Event description:
It was reported by service report that the track belt fell off and the chair back was cracked and unable to support pt weight. It is unk if there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Seat; track.